Manufacturer narrative:
Follow-up #1: date of submission 01/13/2014. Device evaluation:the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings:during investigation, there was no moisture observed from the outside of the pump. A leak test was performed and no leak was detected during testing. The pump case was opened and there was no evidence of moisture found inside the pump. Unrelated to the complaint, evaluation revealed a dim, discolored display. The complaint of moisture in the battery compartment was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging a casing/condition issue (moisture ingress) issue. Reportedly, the pump had fallen into water and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.